Event description:
Consumer called to report erratic readings with her bd logic meter. Analysis run on clark error grid using mean average reading (59) as ref. Point vs. Bd readings (31, 87) yielded data points in the d zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.